Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic biopsy procedure, the surgeon was able to press the green button and squeeze the handle however the stapler did not fire. A reload was replaced using the same handle to complete the case. There was no patient injury.